Event description:
Facility reported the small battery drive and the sagittal saw attachments were not working very well. No additional information was provided. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date received is unknown. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4)